Event description:
It was reported that the patient underwent surgery for reduction of spondylolisthesis at l5-s1 with posterior fixation and bone graft. It was reported that spondy reduction was lost post-op due to the connector slipping on the screw. The patient underwent a revision surgery to replace hardware. Surgeon commented that there was high loading on the screws that contributed to implant failure.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.